Event description:
Consumer mailed in her pad under the warranty.

Manufacturer narrative:
Our inspection found a small cut in the cord near the switch that could have exposed the user to bare wire. The inspection also revealed customer misuse as our inspection found that the pad was very bunched up, all the thermostats were discolored and bent with 1 thermostat completely bent. Several leads were bent and out of place. This tells us that the pad was not being properly used as per our instructions in the manual. Cord breakage usually occurs when the cord is repeatedly over bent near the switch. We have initiated a CAPA project (B)(4) to reduce the occurrence of this issue.